Manufacturer narrative:
Product complaint # ==> (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x22mm intracranial stent 12 mm dw tip ((B)(6)) became impeded in y connector and could not advance any more. The physician retracted the stent for inspection and observed that the stent markers were twisted together. A new stent was switched to complete the surgery. The microcatheter (mc) was not replaced. There was no patient injury reported. Additional event information was received on 10-jan-2024 indicating that they were able to move the device. There was no evidence of physical material within the device. A prowler select plus microcatheter ((B)(6)) was used. There was no excessive force used with the device. No other devices successfully used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x22mm intracranial stent 12 mm dw tip (enc452212, 7544626) became impeded in y connector and could not advance any more. The physician retracted the stent for inspection and observed that the stent markers were twisted together. A new stent was switched to complete the surgery. The microcatheter (mc) was not replaced. There was no patient injury reported. Additional event information was received on 10-jan-2024 indicating that they were able to move the device. There was no evidence of physical material within the device. A prowler select plus microcatheter (606s255x, 31112967) was used. There was no excessive force used with the device. No other devices successfully used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event. Some pictures were attached to the complaint, in some of them only the outer package was shown. The detached stent was also noticed and one of the distal ends was noted with a bent strut. The other distal end was noted without damage, and it can be noted as completely flared. The rest of the delivery system was not shown in the picture. The issue regarding a stent being impeded and subsequently bent was confirmed based on the bent damage noted on the stent, this condition may be secondary to the difficulties experienced. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A non-sterile EU 4.5x22mm intracranial stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was returned already separated from the unit. The delivery wire was found to be in good condition (i.e., no kink, bent or elongated). The introducer was not returned for evaluation. The stent component was inspected under microscopic magnification, both ends were noted to be completely flared; however, one strut was noted to be bent. The issue reported regarding the stent being impeded in y connector could not be evaluated through a functional test; the stent must still be attached to the delivery wire and inside the introducer tube to perform the functional analysis. The issue regarding the stent being bent was confirmed based on the damage observed on the stent. The impending issue also can be confirmed based on such damage, which suggests that the device was subjected to certain manipulation that could also have caused the stent to disengage from the delivery wire, which ultimately resulted in the strut being bent. Clinical and procedural factors, including device manipulation and operator's technique, may have also contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 7544626. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.